Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. She also reported that the backlight button it working on its own by brightening the screen and then diming and then brightening the screen without being pushed. He keypad is reportedly intact ahere was no adverse event associate with this complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report would be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. There was evidence of keypad contamination found under the keypad buttons.